Event description:
During a surgical procedure, the tip of the ball tip fulgurating electrode detached and fell into the pt. The tip was retrieved from the pt with no pt harm. No additional procedures or prolonged hospitalization was required.

Manufacturer narrative:
Upon receipt of this unit, visual inspection of the electrode confirms that the tip came off. Photos of the unit and the part abnormalities were taken. Tip observations: the shaft of the tip shows signs of severe overheating/burning at the proximal end, which is coincident with the cavity that accommodates the wire tip. It was discovered under increased magnification photo that the ball end of the tip has a small "melted" area where the ball meets the shaft and a "pitted" line leading from the ball along a longitudinal line to the middle of the shaft. Green insulation review: the green insulation exhibits a small amount of melting at the distal end, and there is black residue remaining inside the insulation coincident with the burn marks on the tip shaft itself. Wire observation: the wire has residual solder on the distal end where it had previously been inserted into the ball shaft. There are no deformities or anomalies noted. Conclusion: a search of prior incidents for this type of instrument was performed with the same or similar description in the problem statement, none was found. The root cause of the failure cannot be determined with the evidence and description provided. However, based on the discoloration/burn area on the ball shaft and the residual solder on the wire, it can be asserted that the instrument was properly assembled at the time of MFR but experienced an atypical electrical event during use causing the observed damage. Gyrus acmi will continue to monitor the return of subsequent devices for adverse trends.